Event description:
Facility alleges venous header crack occuring one hour dialysis. Dialysis stopped; blood circuit discarded. Estimated blood loss 200cc. Dialysis restarted with another dialyzer with no further problem. No further medical information required. 12th use.